Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced sensor glucose versus blood glucose differences and stopped wearing sensor after misplacing transmitter. Caller inquired on restarting continuous glucose monitoring due to customer having frequent low blood glucose. Customer called back for troubleshooting. Customer's blood glucose levels was 58 mg/dl. The customer was treated for the low blood glucose with food. Customer's blood glucose level was 241 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. During troubleshooting, it was found that programming was incorrect. It was found that the time was one hour off. Programming was adjusted and caller was advised to monitor pump. The product was not returned for analysis.